Event description:
Customer reportedly received results of 523 mg/dl and 150 mg/dl within 10 minutes on the nano smart view system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.